Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that prior to patient use, a ventilator had a back up battery failure alarm occur. There was no patient involvement.

Manufacturer narrative:
(B)(4). The backup battery was returned for investigation. The battery was charged overnight and recorded a 100% charge. The battery was installed into a test ventilator for analysis. The device was powered on and put into ventilation mode. No alarms or error occurred during testing. The reported complaint could not be confirmed as the battery functioned as intended.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.